Manufacturer narrative:
A4: unk. A5: unk. A6: unk . H6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vticmo12.1 implantable collamer lens, -06.50/+1.0/087 (sphere/cylinder/axis), in the patients left eye (os), on (B)(6) 2023. The lens was explanted on (B)(6) 2023 due to lens rotation not associated to a low vault. The lens was replaced with a longer lens and the problem was resolved. The cause of the event was unknown.

Manufacturer narrative:
B5 - the patient also experienced decreased vision. H6 - clinical code 4581, decreased vision.

Manufacturer narrative:
H3: device evaluation: the lens was returned dry, in a microcentrifuge vial, with residue/debris on product. Visual inspection found the lens haptic bent. Dimensional verification was performed and the lens was found to be in specification. Claim # (B)(4).